Event description:
A customer reported to beckman coulter (bec) reporting a diluent leak while flushing the probe waste chamber in the unicel dxh 800 coulter cellular analysis system. The volume of the leak was 2 mls and was contained within the unit. No system errors were generated to alert the operator of any issues. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes. Medical attention was not sought. The material safety data sheet (msds) was reviewed. There is an exposure control / risk management plan in place at the facility. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse discovered a leak around the aspiration module syringe. The fse observed a pin hole leak on the manifold between vl461/462 that spayed onto the circuit board for the blood sampling valve (bsv) and shorted it out. The fse replaced the syringe, the bsv blood detector and its circuit board, which resolved the leak. Instrument performance was verified. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).